Event description:
Information was received from a consumer regarding patient who was implanted with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported they had problem charging the ins recharger (insr). They explained that the insr would not charge when plugged into the wall. They confirmed that this issue started today. Troubleshooting included the green light was on the desktop charger (dtc), and connector pin looked normal. It was confirmed that when he plugged the pin into the insr, the white arrows match up, but the screen on the insr was still black and dark. Patient services (pss) asked if they had the tools to do a reset. They got the tools necessary to do a reset and reported seeing the splash screen appear on the insr. They plugged the insr back into the dtc but the screen on insr remained black and dark. A replacement recharger would be sent. It was noted recharger was not charging and connector pin was fine. No further complications are anticipated. (B)(6) 2018,(B)(4) (con) additional information was received from the patient's family/friend who reported recharger screen is blank and now ins is empty also. It was reported recharger was not charging.

Manufacturer narrative:
Concomitant medical products:¿ product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the desktop charger (serial # (B)(6) found that connector pin bent h6 : all fdm, and fdc applied to pli desktop charger device code c63026 applied to pli desktop charger device code c63030 applied to implantable nuerostimulator (ins) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please disregard the recharger (s/n: (B)(4)) from this regulatory report. The recharger was incorrectly system reported and is not reportable. Please see below information that does not apply to this event: concomitant medical products: product ID 37751 lot# serial# (B)(4). Product type: recharger, analysis of the recharger (s/n: (B)(4)). Found that there were bent connector pins. The following coded apply to the recharger (s/n: (B)(4)). Device codes: c63026, c63088, method code:10, results code: 3252, conclusion code: 4315. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4) found that there were bent connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient who was implanted with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported they had problem charging the ins recharger (insr). They explained that the insr would not charge when plugged into the wall. They confirmed that this issue started today. Troubleshooting included the green light was on the desktop charger (dtc), and connector pin looked normal. It was confirmed that when he plugged the pin into the insr, the white arrows match up, but the screen on the insr was still black and dark. Patient services (pss) asked if they had the tools to do a reset. They got the tools necessary to do a reset and reported seeing the splash screen appear on the insr. They plugged the insr back into the dtc but the screen on insr remained black and dark. A replacement recharger would be sent. It was noted recharger was not charging and connector pin was fine. No further complications are anticipated. On (B)(6), additional information was received from the patient's family/friend who reported recharger screen is blank and now ins is empty also. It was reported recharger was not charging.

Event description:
Information was received from a consumer regarding patient who was implanted with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported they had problem charging the ins recharger (insr). They explained that the insr would not charge when plugged into the wall. They confirmed that this issue started today. Troubleshooting included the green light was on the desktop charger (dtc), and connector pin looked normal. It was confirmed that when he plugged the pin into the insr, the white arrows match up, but the screen on the insr was still black and dark. Patient services (pss) asked if they had the tools to do a reset. They got the tools necessary to do a reset and reported seeing the splash screen appear on the insr. They plugged the insr back into the dtc but the screen on insr remained black and dark. A replacement recharger would be sent. It was noted recharger was not charging and connector pin was fine. No further complications are anticipated. 2018-12-14 (B)(4) (con) additional information was received from the patient's family/friend who reported recharger screen is blank and now ins is empty also. It was reported recharger was not charging.

Manufacturer narrative:
Concomitant medical products: product ID 37751 lot# serial# (B)(4) product type recharger product ID 37761 lot# serial# (B)(4) product type recharger product ID 97754 lot# serial# (B)(4) product type recharger review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.